Manufacturer narrative:
Pt information was not provided. Sorin group (B)(4) manufactures the sorin c5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the silicon tubing moved upwards in the raceway of the s5 roller pump during a procedure. Sorin group (B)(4) investigated the issue. Visual inspection of the tubing shows no abnormalities. Testing with silicone tubing showed no obvious defects. Testing included occlusion and length located in the pump head raceway. Sorin group (B)(4) stated that no trend has been identified. No further investigation is required. The issues will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group (B)(4) received a report that the silicon tubing moved upwards in the raceway of the s5 roller pump during a procedure. There was no pt involvement.